Event description:
The hospital reported that during a coronary artery bypass graft procedure, three heartstring seals didn't unfold. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that the seal is still loaded inside the deployment tube and cracked, no evidence of blood. The failure that the seal did not unfold after it was deployed into the aorta is not confirmed.